Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing lead noise on the rv lead which resulted in non-sustained vt/vf. Emi is suspected. It was noted that the patient was in an airplane a the time of the emi. No further information.